Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used. List #21-7302-24, reservoir, cassette. As received no damage or anomalies were observed. In attempts to replicate clinical use the cassette bag was filled with 100 ml of water using an ICU medical provided syringe. A leak was observed to be coming from the internal bag at the seal. The complaint of inner bag of cassette damage and subsequent leakage be confirmed. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing in tijuana.

Event description:
It was reported that when the medicine was packed in the cassette, the bag inside was damaged and leaked. The event occurred during priming at the patient's home, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.